Manufacturer narrative:
Date of submission 12-mar-2018 the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: during investigation, corrosion was found in the battery compartment. No damage was found to the returned battery cap. The battery compartment was cracked above, and below the bumper pad. The returned cap attached to the pump. The pump was unresponsive, and had no power, no vibratory alarm or auditory alarm. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.